Event description:
According to the complainant, the mesh was protruding out the vaginal incision site and the mesh eroded through the tissue.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6) 2010.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a transobturator sling procedure. According to the complainant, approximately one month post procedure, the patient presented with a "feeling of exposed mesh in her vagina". On (B)(6) 2010 the eroded tissue was trimmed and the device was removed. The physician implanted another of the same device. There were no other patient complications and the patient's condition at the conclusion of the second procedure was reported to be "fine".